Event description:
The wife of a male patient contacted lifecor customer support to report that when they placed one of his battery packs in the charger yesterday afternoon, the orange charging light began blinking. Sometime later that evening, the red "bad battery" icon began to blink and continued until the following morning. When the battery pack was placed in the monitor, it displayed only a 3/4 charge. Support requested the patient perform a data download. A review of the downloaded data shows one charging fault on july 16th. A replacement battery pack was provided to the patient.

Manufacturer narrative:
H.3. Evaluation: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the charging fault, and blinking red "bad battery" icon, was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic was in latched up state which prevented any current flow. The root cause of the latch up condition cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.